Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 40 mg/dl at the time of incident and treated with food then went up to 75 mg/dl. Customer's other relevant blood glucose level was 270 mg/dl, 320 mg/dl, 170 mg/dl. Customer also reported that the auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was not alleging that the insulin pump was under over delivering. It was also reported that the insulin delivery was not suspended due to sensor glucose vs blood glucose difference. Blood glucose value from reported event was 56 mg/dl and sensor glucose value was 40 mg/dl. The insulin pump will not be returned for analysis.